Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endoprosthesis procedure. Reportedly, a suture break was noted when the plunger of the first proglide device was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the endoprosthesis procedure was completed. Hemostasis of the large-bore hole was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported suture break and the subsequent treatment appears to be related to operational context. It is likely an interaction with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.